Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
The end-user reported a hypoglycemic event while using the ilet system, leading to hospitalization. On 22-dec-2024, the end-user's blood glucose (bg) dropped to 29 mg/dl. The customer was unable to respond verbally but remained awake. Emergency medical services (ems) were called, and glucagon was administered at home before the end-user was transported to the hospital. The customer was admitted on (B)(6) -2024 and was discharged on (B)(6) 2024. No long-term health effects were reported. The user reconnected the ilet on 24-dec-2024 and continue to work with their healthcare provider and clinical diabetes specialist for assistance moving forward.